Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient was having a refill performed in the office and upon interrogation a motor stall was noted to have occurred and tube set message (99-100). The caller stated that the patient wasn't feeling well and had increased pain. The last time the patient was seen was post an MRI on (B)(6) 2020; the pump was noted to have recovered. It was noted that the patient was having regular radiation treatments but it was confirmed that there had been no electromagnetic or magnetic interaction with the pump since (B)(6) 2020. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of the motor stall was due to an MRI. It was reported that the stall lasted 8 days but recovered after interrogation. The issue was noted to be resolved. No further complications have been reported as a result of this event.